Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. The customer's blood glucose level ranged from 221 to 318 mg/dl. The customer stated that a manual injection would be administered. Reportedly, the customer has manual injections available as alternate insulin therapy.